Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service alarm (cs 052/053/054/055 sleep ) issue. There was no indication the alleged issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 16-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 052 and 054 alarms. During testing, the pump successfully completed the 24 hour duration test without any issue or call service alarms. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.